Manufacturer narrative:
Initial reporter name and address: (B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a transurethral lithotripsy, an ngage nitinol stone extractor was tested prior to insertion into another manufacturer's scope and would not open. Another same type device was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event summary: as reported, during a transurethral lithotripsy, an ngage nitinol stone extractor was tested prior to insertion into another manufacturer's scope and would not open. Another same type device was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. The device was returned for investigation in a plastic bag. The handle was in the open position, and the basket was in the closed position. The handle did not function the basket. The handle was disassembled, and the basket could not be manually functioned by manipulating the basket assembly. No external damage to the device was observed. A document-based investigation evaluation was performed. No related non-conformances were recorded. Two other complaints were reported for this product lot, reported under manufacturer report #s 1820334-2022-01320 and 1820334-2022-01614. Because no cause for the issue was found for any of the three devices, there was no evidence that a common cause issue was present that could have affected other devices in the lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. All devices are tested for functionality multiple times during manufacturing and quality control checks. Based on the available information, cook has concluded that a cause for this event could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.